Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017. Dtmb1q1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) over-sensing on atrial electrogram (egm) triggering atrial tachycardia/atrial fibrillation (at/af) detection. The ra lead remains in use. No patient complications have been reported as a result of this event.